Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the refrigerator was not detected on the bus. A field service engineer guided the customer through the proper shutdown procedure to recover the es refrigerator from the off-the-bus issue. The engineer instructed the customer to shut down the refrigerator, then the medstation, reboot the refrigerator and wait until the temperature appeared on the screen, and finally reboot the medstation to resolve the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.